Event description:
Critical discrepancy between poc inr meter and lab determined inr. The pt resides in an assisted living facility. He is on chronic anticoagulation with warfarin with a target inr of 2 to 3. He is tested regularly with a roche coaguchek xs pt meter. On (B)(6) 2018, the staff reported inr values of 6.1, 7.8, and 8.0. As these were critical values and unexpected. I arranged to have the pt tested in the lab at the hospital. The lab determine inr was 3.6. Lab testing occurred within an hour of inr testing by the poc meter. Head I relied on the poc values. I would have administered vitamin k which would have been the wrong and potentially dangerous decision for this pt based on the true inr as determined by the lab. I spoke with the nursing supv at the assisted living facility today, (B)(6) 2018. He reported that the company technical service rep went through a questionaire and based on the response stated that the meter appeared to be operating correctly. According to the nursing supv, the tech services rep told him that the issue might be the reagent system used by the hospital is different than the reagent system used in the roche meter, possibly explaining discrepancies.